Event description:
Waffle cushion delated following use. The chair cushion was utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, there is a potential for skin integrity impairment. Manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter). Equipment failure reported to manufacturer's u.s. Product complaint team lead. Team lead provided mailing label for return to manufacturer for investigation.